Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary duct during an endoscopic removal of bile duct stones procedure performed on (B)(6) 2023. During the procedure, a trapezoid rx basket was used in an attempt to remove stones in the biliary duct, however, the tip of basket could not cross the guide wire. The device was removed, and it was found that the transparent catheter with the tip crossing the guide wire had cracked. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. Investigation results revealed the side car rx was pushed back; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation finding of side car rx push back. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation observed that the side car rx was torn. In addition, dimensional inspection also observed that the side car rx was pushed back approximately 6.0 mm which is out of specification. The reported event was confirmed. Based on all available information, it was determined that it is most likely related to user manipulation and or some technique applied during procedure while inserting or withdrawing the guidewire that ended tearing the side car rx; also, it is possible that the user manipulation and or the technique applied during the procedure affected the side car rx as well pushing it back. Therefore, the most probable root cause for this failure found during analysis is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.